Manufacturer narrative:
One device was returned for analysis of complaint of constant cassette latch alarm. Review of event history found nothing related to the complaint. Service history review identified the complaint was not related to a previous service of the device within the review period. Visual and functional testing was performed. Device failed latch lock test, and the latch lock sensor was defective. Complaint was confirmed. The latch/lock sensor was replaced. Device passed all testing post repair.

Event description:
It was reported that there was constant cassette latch alarm. The event occurred during testing. Investigation found that the latch/lock sensor was unresponsive, which is a reportable malfunction. There was no patient involvement.